Event description:
It was reported that the patient alert was triggered from high right ventricular (rv) lead impedance due to a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 implantable pacing lead (B)(6) 2005; 5076-52 implantable pacing lead (B)(6) 2001; d274trk implantable biv defibrillator (B)(6) 2011. (B)(4).